Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by to too much applied mechanical force. The device inspection revealed the following: the returned drill bit is indeed completely broken off. The metal surface of the drill shaft is badly damaged (torsional deformation) in several spots which clearly indicates that far too much force had been applied during use. The same can be said from the tip. The tip as well as the point of breakage ( a bit below the helix) are very badly deformed / damaged, which indicates possibly inadequate handling during use (due to too much mechanical force). A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless, note that a corrective (B)(4) has been initiated in order to address this occurrence. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos surgery, the drill bit was broken inside the patient's bone when drilling from outside. The patient suffered another small incision to removed the broken piece of the drill bit. The drill bit was completely removed from the patient. The surgery was continued with another drill bit.